Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify, a striated edge opening. Based on the device analysis, the final assessment is: a striated edge broken on anterior side assessed, as surgical damage.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.